Event description:
Reported due to occlusion requiring intervention. The physician attempted arteriotomy using the starclose device after an "arch and carotid run-off". Fluoroscopy was not performed prior to the closure procedure; therefore the vessel size and condition are unknown. Approximately fifteen (15) to twenty (20) minutes after the procedure, while in the holding room, the patient complained of "buttock and left leg pain." The left foot was noted to be "dusky." It was reported that the patient did not have "left foot pulses" to the procedure. The patient was transferred from the "o.r. Holding room" to the "o.r. Suite " and a cut down was performed under general anesthesia. The procedure revealed" "calcified plaque had been lifted causing obstruction in the profunda and the starclose clip was located extravascular on top of the profunda. The profunda was repaired and circulation was restored. Reportedly, the patient "did fine" during and after surgery. At last report, the patient was still in the hospital for a coronary work-up not related to the event that occurred. It is unknown if this event prolonged the patients hospitalization.